Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, failed selftest alarm, external ram error alarm. Customer's blood glucose levels at the time 111 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with multiple a47 alarms in history screen due to corrupted history file. However, the insulin power up properly after battery installation. The operating currents within specification, no low battery alerts noted, no failed battery test or battery out limit alarms noted. The insulin pump passed self test, a21 error test and displacement test. No unexpected a21 alarms noted. No a17 alarms or a64 alarms noted. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners and case at reservoir tube window corners.